Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device had reached eri prematurely. The measured battery data was 2.45v, 2.3 kohm with dashes (---) for current drain. The device was subsequently replaced.